Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient identifier and weight were not made available from the site. On 10/13/2015 a medtronic representative, following-up at the site, reported the site opened the imaging system gantry and moved the unit into a storeroom. It was in the storeroom where it was discovered that there was part of the imaging system drape and a piece of paper wedged into the gantry. After removing, they cycled and spun the imaging system. The site decided the imaging system was fit for use and returned it to the operating room (or) where it completed its 3d spin successfully. On 10/19/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system gantry would not open from around a patient. In trouble-shooting, the gantry was manually opened and moved out of the room. No further details of the procedure were provided. Delay in therapy was greater than one hour before continuing. The surgeon completed the procedure with the use of the imaging system and the navigation system. There was no impact on patient outcome.